Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on 13aug2019 via email that a health professional has had two corneal ulcerations reported in consumers wearing the contact lenses. It was mentioned that at least one of the two consumers had a corneal ulcer severe enough to get referred out to a specialist; however, it was not indicated which of the two. It was also reported that one of the consumers, contact lens worn not specified, wore the lenses a few hours on the first day and reused the same on the second day. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. No adverse trend could be identified, therefore no further activities are required. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).